Manufacturer narrative:
We are waiting for additional information from distributor. We are unaware about patient injury.

Event description:
The laser system has the following problem: "laser runs for 25 minutes and then chiller 2 alarm, alarm 800 and low power". No adverse effects to patient were reported.